Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode. Increased threshold measurements and loss of rv capture were confirmed. The patient's device was reprogrammed and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.